Manufacturer narrative:
An internal investigation has been performed by merge healthcare and a deficiency in the software was identified. It was determined that flagging should be considered part of the result record for toxicology and modifying a verified flag should generate a corrected status like for results. No issue was identified with the reporting of the actual cutoff result but with the omittance of a corrected status for a flag. This omittance could potentially cause transmission issues with an emr interface. Merge healthcare is in the process of determining what modifications to the software should occur to mitigate this issue. The customer was informed that proper toxicology workflow practice would be to add all medications to the patient's order prior to verifying results so result flagging corrections are not necessary.

Event description:
Merge lis is intended to be used for receiving, viewing, communicating and storing results from laboratory modalities. Lis functionality includes, recording, annotating, creating/printing labels, calculations, patient medication/interaction information, monitoring, reporting and trending of patient lab results. On (B)(6) 2016, a toxicology customer called merge healthcare about modifying consistent (c) and inconsistent (I) flags on already verified results. The customer added a medication to already verified results and was trying to modify consistent (c) and inconsistent (I) flagging in data entry. While assisting the customer with modifying flags on already verified results, merge healthcare determined that there is no indication to the user when a correction is made to a previously verified flag for cutoff tests in the toxicology workflow. Since modifying a verified flag does not generate a corrected status in merge lis, a change made to a previously reported flag may go unnoticed. There is the potential that an inaccurate diagnostic evaluation could occur resulting in an unnecessary or inappropriate treatment which could lead to harm; however, there is no indication that the issue, reported by the customer, resulted in a death or serious injury. (B)(4).

Manufacturer narrative:
Merge healthcare corrected a software deficiency in which changes to result comments, flags and critical result notification (crn) on verified results did not trigger corrected results to the host. Defect was fixed by managing changes to result comments, flags and crn the same way as changes to result values. Corrected results are now generated and sent to the host. Issue was resolved in merge lis software version 4.1.6 released november 22, 2016. Merge lis v. 4.1.6 release notes documents that this issue is resolved under release 4.1.6, resolved issues section, ID lis-5316. Proper toxicology workflow practice would be to add all medications to the patient's order prior to verifying results so result flagging corrections are not necessary. Customer was upgraded to merge lis v. 4.1.6 on january 11, 2017.